Event description:
Procedure: thoracic. According to the reporter: the stapler could not be fired after the 7th reload. A new sulu was reloaded but could not be fired. Surgery time was reportedly extended by more than 30 minutes.